Event description:
It was reported the patient presented to the hospital after the pacemaker had eroded through their skin. The pacemaker was explanted and replaced. The patient was in stable condition.